Event description:
It was reported that the patient presented in the emergency room with redness, swelling and pocket erosion. The pacemaker, atrial lead and right ventricular lead was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.